Event description:
The pacemaker was implanted on (B)(6) 2013. Reportedly, the pacemaker was programmed in safer and did not switch in fallback mode during an atrial arrhythmia. The atrial arrhythmia was around 140-150 bpm and was conducted to the ventricle at the programmed max rate (i.e.130 min-1). The patient went to the emergency room due to palpitations. The pacemaker was programmed in vvi until the atrial arrhythmia was treated with cardioversion. After the procedure, the pacemaker was reprogrammed in safer.

Event description:
The pacemaker was implanted on (B)(6) 2013. Reportedly, the pacemaker was programmed in safer and did not switch in fallback mode during an atrial arrhythmia. The atrial arrhythmia was around 140-150 bpm and was conducted to the ventricle at the programmed max rate (i.e. 130 min-1). The patient went to the emergency room due to palpitations. The pacemaker was programmed in vvi until the atrial arrhythmia was treated with cardioversion. After the procedure, the pacemaker was reprogrammed in safer.